Manufacturer narrative:
Follow-up #1: date of submission 10/17/2017 the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: during investigation, moisture was found in the battery compartment. The battery compartment was cracked from the threads to the left of the grip pad, and from above the grip pad to the threads. A leak was found in the battery compartment. The pump was opened to find moisture on the printed circuit board. The battery cap threads were damaged and were difficult to remove from the test pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) - battery compartment issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.